Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/water cylinder and a stain in the light guide (lg) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, based on the results of the investigation: inside of lg lens had a stain and "aw-cylinder (tube) had foreign objects, a root cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.